Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the 2-series brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the hx6210 brush head were falling off in their mouth. No injury reported.